Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened act button dome switch. It was unable to verify reset time/date due to unresponsive button. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump has been alarming button error and she was unable to clear the alarm since the keypad was not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.